Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
[See (B)(6) for the replacement information] information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for the call was because the patient thinks that the ins is working but they don't have an antenna. The caller indicated that they contacted the company about the issue on 18 jun 2024, see case rtg0526977 for documentation of that call. The caller did not know when the ins was last charged, initially they thought it had been two years since the last charged and then they thought that the patient may have been charging within the past month. During the call, the caller attempted to connect the recharger to the ins and got the reposition antenna message. The caller made many attempts but was not able to get the recharger to connect to the ins. The patient was insistent that the only problem was that they did not have the antenna for the patient remote. The caller and patient did not want to attempt to connect the remote to the ins by placing the remote over the ins. The issue was not resolved through troubleshooting. The agent reviewed that based on the way the recharger was responding that it seemed that the ins was depleted and a replacement antenna for the remote would not resolve the issue. The caller called back to state they need assistance with using the new antenna to charge the device. Initially, the agent had a difficult time understanding what was being asked, but later understood that they had not charged the device. The agent confirmed that the new antenna would not charge the device. Patient was then on the line and stated that he understood the device had gone through three over discharges and would need to be replaced. Caller stated to the patient that this is not what he asked for in the past. Due to the nature of the call, it was unclear to patient services on what the caller was asking for, if it was to connect to the ins or charge the ins. Patient and caller stated the physician wanted them to have the device removed. The agent advised they follow up with the provider.